Event description:
It was reported that the distal cover detached and was left behind in the patient during a therapeutic endoscopic retrograde cholangiopancreatography. The distal cover was retrieved when noticed. It was found prior to cleaning the duodenovideoscope. The procedure was completed using the same set of equipment without reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted. This report is related to the following linked patient identifier: (B)(6).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's (lm) further investigation. The device history record was unable to be reviewed for this device since the serial and/or lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The subject device was not returned to olympus for evaluation. Based on the results of the investigation, the detachment of the distal cover likely occurred due to the following: 1. The attachment of the cover was insufficient. 2. During the procedure, the cover received a frictional load by twisting, pushing, and/or pulling the device in the patient, stress by contact with the mouthpiece, or a similar stress. However, the root cause of the event could not be determined. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿preparation and inspection - attaching accessories to the endoscope.¿ olympus will continue to monitor field performance for this device.